Event description:
Case description: this spontaneous report was received from a us physician and concerns a female patient. The patient injected herself with a total of 4.5 ml of radiesse(+) into her neck (off label use of device), in 2025 (reported as about a week prior to this report). Batch number was reported as unknown. Radiesse(+) was hyper diluted with lidocaine (reported as lido) and saline (product preparation issue, off label use of device). In 2025, after the radiesse(+) injection, the patient experienced white bumps. The outcome of the events was unknown. Follow-up information was received on 24-mar-2025: this case was upgraded to serious. The suspect product was recoded from radiesse(+) to radiesse. Patients age, date of birth and weight (45.4 kg) were provided. She was 48 years old at the time of the event. The patient injected herself superficially with radiesse, on 03-mar-2025. Batch number was reported as a00083960 (expiry date: 31-oct-2025). The batch record review was received and the lot number for radiesse was confirmed as a00083960 (expiry date: 31-oct-2025). A lot search in the global safety database was conducted. One syringe of radiesse was diluted at a ratio 4:1 with normal saline (reported as ns), 0.5 ml of lidocaine and 0.2 ml of hyaluronidase. She was previously injected with hyaluronic acid and sculptra, with no problems. She also previously had radiofrequency (reported as rf) microneedling in the area treated with radiesse. The patient's medical history included cancer and an autoimmune disease. Concomitant medication was reported as multiple meds. On (B)(6) 2025, 4 days after the radiesse injection, the patient experienced multiple white bumps in neck. The event was not considered to be permanent. Relevant laboratory tests were reported as none. Corrective treatment included saline (6 times), radiofrequency (reported as rf) microneedling (twice), massage, vibrating distractor device and dilute hyaluronic acid (reported as ha) filler and was injected around the areas. Treatment was necessary to accelerate recovery and to prevent permanent damage. On (B)(6) 2025, at the time of the report, the bumps were reported as unchanged. Due to the provided information, the outcome of the event bumps was considered as not resolved (changed from unknown). The outcome of the event white remained unchanged. In the opinion of the reporter, radiesse was quite dilute and mixed 40+ times. Radiesse was injected superficially. Needle was always moving, and there was no injection when the needle was exiting (as reported). Follow-up information was received on 08-apr-2025: bumps were unchanged, so there was no date of resolution. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed by merz north america as non-serious. The events of injection site nodule and injection site discolouration were assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to the treatment with radiesse(+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the neck is not an approved indication for radiesse(+) in us. Dilution of radiesse(+) with lidocaine and saline for injection into the neck is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 24-mar-2025: the batch record review for radiesse, lot a00083960, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00083960) and no similar events were noted. This case was upgraded to serious. The suspect product was recoded from radiesse(+) to radiesse. The outcome of the event bumps was considered as not resolved. This case was assessed by merz north america as serious. The events of injection site nodule and injection site discolouration were assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to to the treatment with radiesse. Off label use of device and product preparation issue were coded only for formal reasons. Injection into the neck is not an approved indication for radiesse in us. Dilution of radiesse with lidocaine, normal saline and hyaluronidase for injection into the neck is not approved based on the currently valid us instructions for use leaflet of radiesse. Based on the information provided, this case was assessed as reportable to the FDA as the events of injection site nodule and injection site discolouration were deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 08-apr-2025: causality for the previously reported events remains unchanged as possibly related to the treatment with radiesse. Based on the information provided, this case was assessed as reportable to the FDA as the events of injection site nodule and injection site discolouration were deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us physician and concerns a female patient. The patient injected herself with a total of 4.5 ml of radiesse(+) into her neck (off label use of device), in 2025 (reported as about a week prior to this report). Batch number was reported as unknown. Radiesse (+) was hyper diluted with lidocaine (reported as lido) and saline (product preparation issue, off label use of device). In 2025, after the radiesse (+) injection, the patient experienced white bumps. The outcome of the events was unknown. Follow-up information was received on 24-mar-2025: this case was upgraded to serious. The suspect product was recoded from radiesse (+) to radiesse. Patients age; date of birth and weight (45.5 kg) were provided. She was 48 years old at the time of the event. The patient injected herself superficially with radiesse, on (B)(6) 2025. Batch number was reported as a00083960 (expiry date: 31-oct-2025). The batch record review was received and the lot number for radiesse was confirmed as a00083960 (expiry date: 31-oct-2025). A lot search in the global safety database was conducted. One syringe of radiesse was diluted at a ratio 4:1 with normal saline (reported as ns), 0.5 ml of lidocaine and 0.2 ml of hyaluronidase. She was previously injected with hyaluronic acid and sculptra, with no problems. She also previously had radiofrequency (reported as rf) microneedling in the area treated with radiesse. The patient's medical history included cancer and an autoimmune disease. Concomitant medication was reported as multiple meds. On (B)(6) 2025, 4 days after the radiesse injection, the patient experienced multiple white bumps in neck. The event was not considered to be permanent. Relevant laboratory tests were reported as none. Corrective treatment included saline (6 times), radiofrequency (reported as rf) microneedling (twice), massage, vibrating distractor device and dilute hyaluronic acid (reported as ha) filler was injected around the areas. Treatment was necessary to accelerate recovery and to prevent permanent damage. On (B)(6) 2025, at the time of the report, the bumps were reported as unchanged. Due to the provided information, the outcome of the event bumps was considered as not resolved (changed from unknown). The outcome of the event white remained unchanged. In the opinion of the reporter, radiesse was quite dilute and mixed 40+ times. Radiesse was injected superficially. Needle was always moving, and there was no injection when the needle was exiting (as reported). Follow-up information was received on 08-apr-2025: bumps were unchanged, so there was no date of resolution. The outcome of the events remained unchanged. Follow-up information was received on 02-jun-2025: the event inflamed was added. She injected herself with radiesse into the chest (off label use of device). Dilution was reported as 1:5. Her medical history included a connective tissue disorder. In 2025, she had red inflamed bumps on her neck, the bumps hurt. She also had white streak marks where she injected her chest. As of the date of this report, the patient reported her neck lumps/bumps that she had previously reported were worse, the lumps on her neck and chest that had not resolved. She tried injecting saline and multiple other therapies to resolve the bumps with no avail. She wanted help and medical advice on what to do to resolve/treat her bumps. She wanted someone to reach out to her by phone and offer medical advice/support. The outcome of the event bumps and white remained unchanged. The outcome of the added event inflamed was unknown.

Manufacturer narrative:
This case was assessed by merz north america as non-serious. The events of injection site nodule and injection site discolouration were assessed as expected based on the currently valid us instructions for use leaflet of radiesse(+) and possibly related to to the treatment with radiesse(+). Off label use of device and product preparation issue were coded only for formal reasons. Injection into the neck is not an approved indication for radiesse(+) in us. Dilution of radiesse(+) with lidocaine and saline for injection into the neck is not approved based on the currently valid us instructions for use leaflet of radiesse(+). Based on the information provided, there was no evidence of a reportable death, serious injury, or malfunction. Merz causality re-assessment due to follow-up information received on 24-mar-2025: the batch record review for radiesse, lot a00083960, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00083960) and no similar events were noted. This case was upgraded to serious. The suspect product was recoded from radiesse(+) to radiesse. The outcome of the event bumps was considered as not resolved. This case was assessed by merz north america as serious. The events of injection site nodule and injection site discolouration were assessed as expected based on the currently valid us instructions for use leaflet of radiesse and possibly related to to the treatment with radiesse. Off label use of device and product preparation issue were coded only for formal reasons. Injection into the neck is not an approved indication for radiesse in us. Dilution of radiesse with lidocaine, normal saline and hyaluronidase for injection into the neck is not approved based on the currently valid us instructions for use leaflet of radiesse. Based on the information provided, this case was assessed as reportable to the FDA as the events of injection site nodule and injection site discolouration were deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 08-apr-2025: causality for the previously reported events remains unchanged as possibly related to the treatment with radiesse. Based on the information provided, this case was assessed as reportable to the FDA as the events of injection site nodule and injection site discolouration were deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 02-jun-2025: the event inflamed was added. This case was assessed by merz north america as serious. The added event of injection site inflammation (non-serious) was assessed as expected based on the currently valid us instructions for use leaflet of radiesse. The reported red and hurt are considered to be symptoms of injection site inflammation and were therefore not coded. Off label use of device remains coded for formal reasons, as injection into the chest is also not an approved indication for radiesse in us. Possible confounding factors include that the provider self-injected radiesse, the additional injection of hyaluronic acid in the areas of the previously reported events, patient medical history of an unspecified autoimmune disease, as well as a connective tissue disorder, however information is pending in regards to the types of both the autoimmune disease and connective tissue disorder. Information related to the added event inflamed is sparse, pending event exact onset date, reporter causality and seriousness assessment. Additionally, the added event inflamed could be potentially be due to the multiple corrective measures applied to the previously reported events white and bumps. For this reason, the event injection site inflammation is assessed as non-serious until further information can be obtained. Nevertheless, the added reported event can occur after the treatment with radiesse and causality for the event injection site inflammation (non-serious) is therefore assessed as possibly related to the treatment with radiesse. Causality assessment for the previously reported events remains unchanged as possibly related to the treatment with radiesse. Based on the information provided, this case remains assessed as reportable to the FDA as the events of injection site nodule and injection site discolouration were deemed to meet the serious injury criteria of required intervention to prevent permanent damage.